Event description:
It was reported that before use the CS300 Intra Aortic Balloon Pump (IABP) button panel was found to be malfunctioning. There was no patient involved. The customer hired a third party for repairs. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
E. Initial ReporterEvent Site Name: (b)(6). Event Site Postal Code: (b)(6).